Manufacturer narrative:
Although requested, the products has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that both of the pump modules alarmed occlusion during a blood transfusion. Afterwards, a free flow event was observed, however the infusion was programmed at 999 ml/hour. The entire device set-up was replaced and the blood transfusion completed without further complications.